Manufacturer narrative:
Physio-control further evaluated the device and observed that the main charge capacitor caused the device not to charge or shock defibrillation energy and to log multiple event codes into the device memory. Physio-control then evaluated the main charge capacitor and determined that the cause of the reported failure was due to one of the internal straps to a high voltage post inside the main charge capacitor being broken. The main charge capacitor could therefore not take or deliver any energy. The customer was advised to purchase a new device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the main charge capacitor caused the device not to charge or shock defibrillation energy and to log multiple event codes into the device memory. Physio-control then evaluated the main charge capacitor and determined that the cause of the reported failure was due to one of the internal straps to a high voltage post inside the main charge capacitor being broken. The main charge capacitor could therefore not take or deliver any energy. A replacement device was provided to the customer under warranty.

Event description:
During preventive maintenance at the customer site, the physio-control service representative observed that the customer's device had a service wrench icon showing in the readiness display. Several event codes had been logged into the device's memory. After delivering a defibrillation shock, the device would prompt that an abnormal shock had been delivered. There was no patient use associated with the reported event.